Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On or around (B)(6) 2025, the patient completed a sensor session and removed her g7 sensor from the arm. Following removal, she observed a firm bump/pimple, localized redness, and indications of infection at the needle insertion site. She consulted her endocrinologist, who assessed the area and prescribed an oral antibiotic (name and dosage not provided). The call with technical support disconnected before it could be confirmed whether any diagnostic tests or imaging were performed. At the time of reporting, the patient indicated that the prescribed treatment was effective and that the site was improving. Multiple follow-up attempts were made; however, no additional information was obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.